Event description:
While attempting to monitor a patient in cardiac arrest with electrodes, the device displayed a dotted baseline. The medics then obtained another device and a new set of electrodes to continue treatment. Complainant indicated although not sure the electrodes may have been expired. The patient subsequently expired.